Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information:the lens was not returned for evaluation. The lot history was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the available information, a root cause could not be conclusively determined.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. One haptic is attached to each piece of the optic. One haptic is torn off near the optic. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage.

Event description:
It was reported that the after the li61ao intraocular lens was implanted into the pt's eye using the ez-28 lens delivery system the surgeon noticed that the lens was defective. The incision was enlarged, the lens was cut out and removed, another lens was implanted and the incision was sutured. There was no report of any postoperative consequences to the pt. Reference MDR #1313525-2015-01963 for the injector used during the event.